Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Electrical test results were passed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds. It was also reported that the high thresholds may have been due to a patient infection related to a dialysis catheter. The lead had normal sensing and impedance values and the position was confirmed to have not moved since implant. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(6) lead implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a proximal segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found.